Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for back issues. The customer stated the hospitalization was not diabetes related. Customer also reported a no delivery alarm that was resolved with an infusion set change. Customer stated the alarm occurred during a bolus delivery. It was found the alarm has occurred with the customer's past three infusion set. Customer's blood glucose was unknown at the time of the call. Customer did not want to return their products for analysis. No additional information provided.